Manufacturer narrative:
FDA correction/ removal reporting no.: (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and a non-conformance was identified related to device malfunction. This non-conformance will be addressed through mentor¿s quality system. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent unspecified breast surgery with 800cc mentor smooth round moderate plus profile and experienced breast implant deflation, and capsular contracture; baker grade unknown on her right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.